Event description:
It was reported by the rep that the device was used in a laparoscopic cholecystectomy procedure. It was reported that the al326 clip appliers broke off, falling into the patient. The surgeon was unable to retrieve the piece, so it remains in the patient.